Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in an unknown procedure performed on (B)(6) 2021. During preparation, when the distributor was installing the laser console, he noticed that the laser console has damaged the yag rod. Additionally the console alerted error 1301: laser power too low. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in an unknown procedure performed on april 28, 2021. During preparation, when the distributor was installing the laser console, he noticed that the laser console has damaged the yag rod. Additionally the console alerted error 1301: laser power too low. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: medical device problem code a27 captures the reportable issue of aborted/cancelled procedure. Block h10: investigation results the returned beam source of the auriga xl 4007 console was returned for analysis. A visual evaluation noted that the flash lamp was missing from the beam source. No other problems with the returned beam source were noted. The reported event was confirmed. The analysis of the returned device revealed that the flash lamp was missing. The flash lamp is made up of a glass tube with electrical contacts on each end. Most likely the glass was broken. Instead of sending back glass fragments, the flash lamp was discarded. A whole new beam source was ordered and installed. The flash lamp has not been returned. Therefore, it can be concluded that a damaged flash lamp likely caused the problem with the console. Based on all available information, the most probable cause was determine to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (dfu) / product label. Block h11: correction to block e: initial reporter information based on the review of the complaint on (B)(6) 2021.